Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and was explanted. This lead was replaced with same model and was successfully implanted. No additional adverse patient effects were reported.